Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging and customer continued to use pump for insulin therapy.